Manufacturer narrative:
The returned sensor was evaluated.  A visual inspection of the external surfaces of the device concluded no external damage was observed.  The sensor failed continuity testing due to exposed inner shielding at the flex cable solder joint; causing a short. In this condition the instrument went into alarm condition (audibly and visually alarmed), readings zeroed out, and a "bad sen" error message displayed. Corrected data; lot number incorrectly reported as serial number.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensor has intermittent spo2 signal. No known impact or consequence to patient.